Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that the 9-volt batteries from their I-stat 1 analyzer were hot to touch. Customer states that batteries used were of eveready 9 volt type. Ultralife lithium batteries (ultralife batteries, inc., newark, ny, USA) are recommended by apoc. I-stat analyzer(s) are not being returned and assumed to be functioning properly. Based on the information at the time, there was no injury associated with the event.